Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a shock impedance measurement of greater than 200 ohms. This occurred during a normal device changeout procedure when the lead was connected to the new device. The lead was surgically abandoned. A new rv lead was implanted and remains in service. No adverse patient effects were reported.